Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed (gap). It was reported that the clips fell into the abdominal cavity. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973220. Visual inspections & results: clip in jaw, ab-yes cd-no; damaged jaws, abcd-no; damaged cutter, n/a; damaged feed bar, b-yes acd-no; damaged floor, b-yes acd-no; damaged handle shrouds abcd-no; damaged other, a-lower shroud; damaged tip shrouds, abcd-no; damaged trigger, abcd-no; damaged tube, abcd-no and damaged weld seams, abcd-no. Functional tests & results: antibackup functional, abcd-yes; firing: feed conform, abcd-yes; firing: form conform, abcd-yes; jaws: hold clip, abcd-yes; jaws: inside width at tips, a-.190 bcd-.173; lockout functional, abcd-yes and number of clips fed and formed, a-3 b-2 c&d-21. Analysis conclusion: based upon the info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. There were four instruments returned for analysis. First instrument was returned with the lower shroud cracked. Second instrument was returned with feedbar and floor bent. No conclusion could be reached as to how the damage to instruments occurred. Despite damage to instruments, they both fired and formed the remaining clips as designed. Other two instruments were returned in sterile blisters. Both instruments fired and formed all clips as designed. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.